Event description:
It was reported that upon reaching the burring screen for the tka, there were bur holes on the distal femur but not on the anterior and not on the tibia. Used the manual distal cut guide and the visualization tool to place the cut correctly and also cut the tibia using the same technique. After that, used the burring screen and marked where the burring would have been on the distal femur for the rotation with a pen and used the manual tools to place the 5-and-1. The rotation matched and got a great outcome.

Manufacturer narrative:
H10 h3, h6: the navio surgical system was used in treatment and case log files and screenshots were returned for evaluation. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical technique guide for use with stride unicondylar knee system was reviewed and it provides instructions on bone cutting screen overview and troubleshooting to a manual procedure if the navio system fails. Additionally, product labeling has been ruled out as a cause of the complaint. This failure is captured in the navio risk profile. The navio surgical system logs were returned for evaluation and confirmed that this was an issue where the workpiece coloring is not displayed in cut bone state. This is a known software bug. The root cause of the issue was found to be software failure.